Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; stripped threads on the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Submitted: 11/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on 10/14/2016 with the following findings: review of the black box data and alarm history revealed multiple consecutive ¿cs054/cs052/cs012¿ slave communication error alarms on 05 august 2016. On examination, the battery compartment was intact wand without damage. The coin slot on the top of the battery compartment was noted to be slightly worn. Both the battery cap and cartridge cap fit securely to the pump; the battery cap maintained electrical connection and was able to be removed fluently. On investigation, the pump powered on with vibration function fully operational. There was not functioning audio tone. The display screen remained blank when the pump powered on. The pump cover was removed for investigation revealing moisture corrosion on the printed circuit board, the display connector, the power circuit and other internal components. Complete testing was not able to be performed due to the blank screen; there was no damage to the battery compartment threads and alleged and pump did power on.